Event description:
It was reported to philips that the system would not boot up and displayed "initializing connection to host.". The system was not in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log file showed that host-pc did not startup. Probable cause is empty battery or disk bay. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to host-pc. Fse replaced the host-pc. After replacement of host-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.